Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-calcified femoral artery with a hi-torque (ht) command es guide wire. At some point during the procedure it was observed that part of the coating on the tip of the guide wire was missing. No additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported peeled was unable to be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging and/or preparation resulted in the reported/noted coating damages (peeled/detachment, torn). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information received states that no resistance was felt during removal of the hi-torque (ht) command es guide wire dispenser coil. Prior to inserting the guide wire into the anatomy, the physician observed that part of the coating on the tip of the guide wire was missing. The ht command es guide wire was not used and an unspecified guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.